Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the hcp said the patient's lead wire appeared to be out of place. The hcp said it is no longer in the epidural spine and is in subcutaneous fat. It was reviewed the MRI is not recommended due to the lead being out of place. No further complications were reported. No patient symptoms were reported.